Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s caregiver reported that during drain 3 of 5, an air detected in cassette warning occurred. The caregiver was advised to reboot the cycler and it did start to drain, but the alarm reoccurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. There was no damage noted to the cycler set. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the evaluation of the actual sample a leak was found on the cassette film. During the visual inspection, a tear was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s caregiver reported that during drain 3 of 5, an air detected in cassette warning occurred. The caregiver was advised to reboot the cycler and it did start to drain, but the alarm reoccurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. There was no damage noted to the cycler set. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.